Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The customer's blood glucose went up to 300 mg/dl to 400 mg/dl. Current blood glucose was 169 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.